Event description:
A malfunction was reported, indicated by malfunction code 9, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Despite a reset attempt, the malfunction recurred, leading to the decision to replace the pump. Technical support provided the customer with information on resetting the pump, ensured the customer was equipped with up-to-date software, and confirmed the shipping address for a new pump replacement. The customer was instructed to deplete the pump's battery, return the malfunctioning pump to tandem within 10 days to avoid charges, and transfer their pump settings and connect their cgm to the replacement pump. The customer was prepared to use a backup insulin delivery method through mdi while awaiting the replacement pump.